Event description:
A (B)(6) female patient admitted from the ed with significant past medical history for asthma who presented with progressive worsening of shortness of breath and was found to have acute status asthmaticus and acute hypoxic respiratory failure. She was initially placed on bipap and admitted to the ICU. The respiratory therapist was transporting the patient on a v60 bipap to micu from the ed, immediately leaving the ed the v60 screen went black and "vent inop" message came across the screen. Bipap immediately switched out nad transport completed as expected. No adverse outcome for patient. (B)(4).